Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Concomitant medical devices: guiding catheter (cook); prowler select plus microcatheter (lot unknown). Based on the information, the event could not be confirmed. The presidio coil (pc418134330/c33869) was not returned for analysis; therefore the root cause of the coil unraveling during delivery cannot be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the contact at the user facility that the presidio coil (pc418134330/c33869) unraveled while it was being delivered. The procedure was the coil embolization of the internal iliac artery feeder. The patient¿s vessels¿ tortuosity and calcification level were unknown. The entire presidio coil still attached to the delivery system was safely withdrawn from the microcatheter; the micro-catheter remained at the target site. There was no report of resistance experienced when the coil was advanced or withdrawn through the microcatheter and there was no report of repositioning of the microcatheter. The procedure was completed without further issues. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the microcatheter or in the vessel. The complaint product has already been disposed. No further information is available.